Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported the patient's stimulation was not covering her pain like it used to. There was a fall related to this issue. The patient fell in (B)(6) 2015 when she stepped in a hole in her yard. The patient checked her device with the patient programmer (pp) and stimulation was on. The patient had three programs and she had to keep changing the programs, but then it felt like her body was getting used to it and it did not cover her pain, so she would go to the next program. Increasing and decreasing stimulation did not resolve this issue. The program would cover the pain, but only for a little bit. Stimulation not being able to cover the pain was noted as a sudden change. The patient would like to have the implantable neurostimulator (ins) reprogrammed. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.